Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device finds the larger balseal is damaged and has disassociated from the trial. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Balseal has come lose from an attune trial, please replace on po (B)(4). Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.